Manufacturer narrative:
Concomitant medical products: w4tr02, crt-p, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation after implant. The left ventricular (lv) lead was reprogrammed. The patient returned with complaints of diaphragmatic stimulation and the lead was reprogrammed a second time. The patient again returned with complaints of diaphragmatic stimulation and the lead was reprogrammed a third time. The patient returned one week later due to diaphragmatic stimulation and the lv lead was programmed off. The patient returned the following month due to exacerbated heart failure and the lv lead was turned back. The stimulation returned and the lead was reprogrammed again. The stimulation was noted return again. The left ventricular (lv) lead was explanted and replaced. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.